Event description:
It was reported that a new ilet user experienced elevated blood glucose to 243 mg/dl after breakfast despite confirming no insulin leaks, no device alerts, and confirming a meal announcement, with education provided that early use can include postprandial elevations while the system adapts and that the algorithm delivers corrections. Symptoms included hyperglycemia without reported injury. Outcomes included no hospitalization and continued monitoring as advised. Investigation included customer interview and troubleshooting with user education on expected device behavior and correction dosing. Investigation of this case revealed no device malfunction or component issue detected and no alarms, with user new to therapy and early adaptive period likely contributing to the postprandial elevation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.